Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized for four days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of 1200 mg/dl. The customer also had high ketones, which caused the customer to go into a coma. Customer stated that she was treated with intravenously. Customer stated that her insulin pump was unhooked from her body while she was sleeping, she was not sure how this occurred. Customer declined troubleshooting for the pain that she experienced while wearing her sensors as she stated that she was scheduled to meet with a trainer tomorrow to discuss sensor best practices. Customer also declined to troubleshooting for high blood glucose. Customer also reported that there was hard time with old sensor and comfort as well as batteries were going quicker lately. Customer also stated that there was a delay for information to come up on the screen when they put new battery. Customer went to hospital because insulin pump was not gave insulin. Customer reported that during priming insulin pump stopped in the middle of priming and it is made her go back and put in numbers again so she can fill the cannula. Sometimes had to do priming process multiple times. Customer stated that at least two a month or for the past couple of months she received motor error alarm. Customer stated that she received motor error alarms at random times during the insulin pump use, including basal delivery, bolus deliveries, and even when trying to rewound the insulin pump. The insulin pump will be returned for analysis.